Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2002. Subsequently, a revision procedure was performed on (B)(6), 2011 due to femoral and tibial loosening. The tibial plate and femoral component were removed and replaced. No further information has been provided to date.